Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had several issues with the insulin pump. Customer stated the pump went to prime, started a new reservoir, held act button to fill, and it continually pushed the insulin out. Customer tried a new whole reservoir and set, but insulin is still squirting out. The insulin pump alarmed motor error and no delivery. Customer stated the drive support cap is sticking out. Customer is unable to troubleshoot, due to drive support cap sticking out. Advised customer to revert to health care provider for pump settings. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion test, excessive no delivery test or displacement accuracy test due to loose protruded drive support disk. Unable to verify motor error alarm due to compromised force sensor system alarm. The motor passed motor test. The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.